Manufacturer narrative:
Fiber analysis: the fiber's metal and glass caps were found to be detached and exhibited char; the cap was returned with the device. The fiber was found to be broken proximal to the fiber/cap fusion zone. The outer flow tube exhibited scratches/abrasions. The detached fiber cap could result in a forward-firing condition of the side-firing surgical fiber. Analysis of the fiber card verified fiber usage of 207,050 joules of use; the card was expired as a result of reaching the soft joule limit. The probable root cause of the device failure was suspected to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip was damaged at 400 joules of use. No additional info was available. There was no report of pt injury.